Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5040083) in united states on 13-feb-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer states that, at first, she was feeling fine, then a few months after essure placement, she developed severe pelvic pain and informed that, at times, the pain would be so bad she would be doubled over and that the pain now is 20 times worse. In 2014, consumer had an x-ray, ultrasound and blood work done. Reporter stated that the doctor told her that the essure implant exploded in her tubes and that there were metal fragments everywhere inside her tubes. Consumer's doctor recommended she get a hysterectomy. Ptc investigation result received on 02-mar-2015. (B)(4). Final assessment: this is not a confirmed device breakage case. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a product quality issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that implant exploded in her tubes/ there were metal fragments everywhere inside her tubes. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, it was unknown when essure has broken. However, based on the information provided, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event was added: severe pelvic pain. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.